Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient could not recall the cgm reading that influenced his treatment decision for a bolus via omnipod pump at noon the day of the event. Sometime later, the patient's daughter was unsuccessful in contacting the patient by phone because he had lost consciousness, so she called an ambulance to his house. The patient was treated by emergency medical service (ems) with glucose tablets and felt lousy at the time of the event. There was no bg or cgm data provided at the time of treatment. There was no additional documentation of further medical intervention at the time of the event. The patient experienced a similar event later that same night. At the time of the report, the patient's cgm was accurate with cgm 219 mg/dl. And bg 241 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for the date of event of 01/15/2023. The reported glucose values fall within the a zone of the parkes error grid for 01/18/2023. No additional patient or event information is available.